Event description:
On (B)(6) 2011, patient reported her infusion device is giving her trouble. Patient stated, the menu button has not been responding. Patient reported, she had to press it several times to get it to respond earlier and it finally worked for her. Patient stated, it's an issue that has come over a period of time. Patient requested assistance setting up her bolus calculator. Submitted a request for assistance. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.